Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant results was the sample barcode reader misalignment. The fse aligned the barcode reader.the instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant results for multiple assays were obtained on an advia 1200 instrument. The results were reported out and questioned by the physician. The same sample was rerun on another advia 1200 and the results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant results.